Event description:
The complainant alleged that the physician was performing at therapeutic ercp procedure on a patient (age and gender unknown), but during the procedure the balloon became completely detached from the catheter. The physician was unsuccessful attempting to pull the balloon off of the guidewire using forceps and a snare. The clinician did find success when the guidewire was pulled from the patient's duct, as the balloon stayed on the wire and both the balloon and the guidewire were removed from the scope as one unit. The complaint reported that the clinician successfully completed the procedure with another device. There was no adverse affect on the patient as a result of the reported malfunction.